Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left main artery. A 4.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the delivery balloon. The physician crushed the stent in the left main artery with another stent. No patient complications were reported.